Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that they have an atlas monitor that powered down while in use without alarms/alerts. The unexpected shutdown of a bedside monitor may impact clinician's ability to hear and see changes in the patient's condition. There was no patient harm as a result of the reported event.